Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown", pericapsular fluid is identified",capsulitis and inflammatory process".

Event description:
Patient reported for left side "capsular contracture grade unknown", "physician is concerned about the case, as the case could be related to alcl", "pericapsular fluid is identified", "data suggesting capsulitis and inflammatory process". The device remains implanted.

Event description:
Healthcare professional reported, capsular contracture, grade IV. The device has been explanted.